Manufacturer narrative:
As reported, post implant of bard/davol marlex (bard flat mesh) , the patient experienced postoperative complications. The information provided is limited. Contact information was not provided, therefore, we are unable to request additional information. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2021, based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unspecified procedure, the patient was implanted with an unspecified bard/davol marlex mesh (bard flat mesh). Post implant, the patient experienced post operative complications.